Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We will continue monitoring the complaint trend for the product and symptom. Batch 2054343 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309623 batch#: 2054343. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Medline complaint #: (B)(4), defect description: black particulate inside tb syringe, medline part #: 23146, product description: syr 1ml w/ndl 27gx0.5 tb, vendor part #: 309623, lot #: 2054343, date reported: 2/17/2025 sample received: no. Response needed: summary of findings & corrective action - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00024. Additional information provided: 1. If possible, could you please provide picture samples for investigation? No photo or sample was provided by the customer. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, or complication.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. One loose sample and four photos of a 1 ml luer-slip syringe were received and evaluated. The sample showed the stopper jammed between the plunger rod and the barrel. All four photos, taken from different angles, consistently depict the same issue with the stopper. No foreign matter was observed in either the physical sample or the images provided. The condition observed is non-conforming with the product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 2054343. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.